Event description:
Additional information was received that this patient experienced a pre-syncopal episode due to loss of capture (loc) with rates around 30-40 beats per minute (bpm). Rv lead impedance measurements were greater than 2500 ohms with threshold measurements at 7.5 volts. During the device replacement procedure for normal battery depletion (nbd) this lead was capped, surgically abandoned and a new lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
Boston scientific crm received information from the patient that one of his leads was installed improperly nine years ago and was draining the battery which is why he needs to have his device and lead replaced. To date, no adverse patient effects were reported. Additional information was received over one year later that this lead exhibited greater than 2500 ohms impedance measurements and high threshold measurements. The high threshold measurements were noted to have depleted the device battery. A lead revision will likely be performed, but since the patient is not pacemaker dependant, the replacement was not immediate. No adverse patient effects were reported.

Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. No additional information is available at this time. If additional information becomes available, this event will be updated. This lead remains in service and no additional information is available at this time. If additional information becomes available, this event will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.